Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tasp in spd was fractured when assembling trays for next surgery. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and visual inspection found signs of repeated use (nicked or gouged). The tasp is fractured on lateral side of post, all pieces returned. Common failure modes include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no deviations or anomalies were identified. A definitive root cause cannot be determined as the frequency and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.